Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a medium-large clip applier instrument was misfiring the clips and clips were getting stuck in the clip applier. The last clip was misaligned and bent at the tip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was misfiring the clips and clips were getting stuck in the clip applier. The last clip was misaligned and bent at the tip. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.